Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients current therapy was no longer providing adequate pain relief. Additionally, patient had several contacts with high impedances. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device will not be returned, as it has been discarded of by the facility.